Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient with severe stenosis (patient age, sex and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The push catheter was kinked close to proximal end. The guide catheter was broken. The broken proximal piece of guide catheter was stretched with multiple kinks/bends (suture impressions). The distal piece of the broken guide catheter remained inside the push catheter. During the evaluation, the suture was broken and the stent was removed. There were no damages observed on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over (B)(6). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient with severe stenosis (patient age, sex and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.